Event description:
Customer reported to philips that the unit shuts off when disconnected from alternating current (ac) power with battery connected. Unit was in use at time of incident, but no patient harm reported. Unit was removed from service and brought to biomed shop. Customer reported that the unit works on ac power, but the yellow battery charge light emitting diode (led) was not present, 24-volt direct current (dc) shows in diagnostics, but battery voltage shows 10 volts. The battery is dated 2020 and known to be good. On the basis of information provided by customer, remote service engineer (rse) advised customer to check voltage at silver pins of battery receptacle for proper charging and try a different battery, if possible, replace power management (pm) printed circuit board assembly (pcba) if problem persists and provided part and price for pm board. Customer took responsibility to repair the device. Follow up on repair status sent to customer yielded no response yet.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management printed circuit board assembly (pm pcba) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.